Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient developed symptoms of clicking, pain, discomfort, and difficutly walking approximately nine months after the implant of the right hip, and these problems progressively worsened. Testing for chromium and cobalt resulted in elevated metallosis levels by (B)(6) 2014.